Event description:
Per the clinic, imaging revealed the electrode array was extracochlear. Subsequently on (B)(6) 2015, the device was explanted and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). The device is currently unavailable.

Manufacturer narrative:
This report is filed october 28, 2015.